Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, extreme vaginal soreness, urinary incontinence, pain during bowel movements, erosion, infection, skin tearing away and vaginal burning, recurrence, bleeding, dyspareunia, and inability to have penetration during intercourse due to swelling, and shrinking of vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence. Due to erosion, pain, bleeding and dyspareunia the patient underwent mesh revision/repair in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.